Event description:
It was reported, the patient had lost weight. In turn, his ipg began to protrude and cause discomfort. As a result, the patient's ipg was relocated on (B)(6) 2014 via surgical intervention. Relocating the ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.